Event description:
The customer reported via phone call that the customer was receiving the motor error alarm on the insulin pump even after a battery change. The customer's blood glucose was 358 mg/dl. The customer was unaware of any significant events leading to the alarm. While troubleshooting, the customer explained that the insulin pump was able to rewind but would alarm motor error during the fill tubing stage. The customer further stated that they were wearing the insulin pump during a cat scan. The customer was able to complete the rewind sequence. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside the device and passed; the motor may have had an intermittent failure not detected during our testing. The insulin pump was set to proper time and date. No unexpected restart noted during testing or check settings alarms noted. The insulin pump passed displacement, rewind, and basic occlusion tests. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.